Manufacturer narrative:
Follow-up #1: date of submission 10/22/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2013 with the following findings:there was no visible damage to the keypad. The keypad buttons were tested and were confirmed to be responding appropriately to presses. The keypad was removed and no button contact defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the down arrow button was harder to press and had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.